Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
It was reported that the patient presented for an in-clinic follow up experiencing dizziness. Upon review, it was noted that the right ventricular (rv) lead exhibited episodes of over-sensed noise and failure to capture. It was suspected that the lead had deteriorated with time. It was also noted that the implantable cardioverter defibrillator (ICD) had eroded, resulting in and infection. There was no allegation that the infection was device and/or procedure related. The rv lead and ICD were explanted. There were no patient consequences.